Event description:
It was reported by service report that the right siderail was not locking in the up position. The customer reported that they did not know if there was pt involvement or if these were adverse consequences to report.